Event description:
A restrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that the patient was unable to connect their external device to the ipg following recent unrelated surgeries. It is unknown if the ipg was set into surgery mode prior to the procedures. A manufacturer representative was able to troubleshoot. Reportedly, the issue has been resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.